Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified, heavily tortuous, 80% stenosed mid right coronary artery. An unspecified 2 mm and an unspecified 2.5 mm balloon dilatation catheter (bdc) were used for pre-dilatation, and a 190 cm balance middleweight guide wire was used. A 3 x 28 mm xience xpedition stent delivery system (sds) failed to cross due to the anatomy. A 3 x 23 mm xience xpedition stent delivery system (sds) was advanced, and the stent was deployed. An unspecified 3 mm non-compliant bdc was used for post-dilatation. Afterwards, a distal dissection was noted, so a 2.75 x 33 mm xience xpedition stent was used to cover the dissection and successfully complete the procedure. Results were good with timi iii flow. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.